Event description:
Fourteen months after the symmetry bypass connector (sbc) was implanted cardiac catheterization revealed 100% re-occlusion of the 2nd diagonal and the 1st marginal branches. The sbc was used at these locations with a saphenous vein grafts (svg).